Event description:
It was reported that the patient had magnetic resonance imaging (MRI) scan and felt pain and burning. The patient¿s thoracic spine was scanned without issue, but when the patient¿s lumbar spine was scanned the patient could not stand it at all, not even one sequence. The drug in the pump was unknown.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8711, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).